Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip would not close around vessel. No additional information available at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were there any patient consequences? No. Was this initial use of device (not reprocessed)? Yes. How was case completed? By opening 5mm clip. Which firing of the device did this event occur on? First and every firing. What vessel or structure was the device fired on at the time of the event? Lap chole. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out. Does the patient have any relevant history of surgical treatments? If so, what? No.